Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary set c61 the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: new set of c61 comes without clamp - missing component. Same batch of item reported another pir on 4 july 2023.

Event description:
It was reported while using bd secondary set c61 the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: new set of c61 comes without clamp - missing component. Same batch of item reported another pir on 4 july 2023.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1024010. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was supplied to our facility to aid in our investigation. The photographs displayed a device that lacked a pinch clamp. This nonconformance has been confirmed. Based on the image our engineers were able to associate the root cause for this event with the manual assembly process. Human error can result in the clamp component not being attached to the device during assembly.